Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator's user interface module is freezing up. There was no patient involvement at the time of the reported incident.

Manufacturer narrative:
Results of investigation: the avea user interface modue (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. The root cause could not be determined.